Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four(4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle of the line (middle port). This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 05,2019 - april 07, 2019. H10: four (4) actual samples were received for evaluation. All bags were sliced at the upper edge where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area in all samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely was due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.